Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the administration set leaked from the upper pump segment, and there was no report of patient harm. Although requested, no other event details were received.

Manufacturer narrative:
The customer¿s report of a pump segment leak was confirmed. During visual inspection it was noted that the silicone segment had a tear near the upper fitment measuring 0.137 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.